Manufacturer narrative:
Siemens reviewed the log files and did not identify any abnormalities in the data that was provided and there were no issues with what the novus was reporting or communicating to the sample handler. The cause for this event is unknown.

Event description:
The customer reported discrepant results for urine protein, albumin and the a:c ratio. There was no report of injury due to this event.